Manufacturer narrative:
There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated free t4 (frt4) results generated by the access 2 immunoassay system for one patient that did not match the clinical presentation. Subsequent testing on an alternate methodology produced discordant results within the normal reference range. It is unknown if there was any change to patient treatment in connection with this event.